Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. The ligator head and bands were not returned for evaluation. It was noted that a scope biopsy valve was placed onto the handle stem. The suture was unbroken and still attached to trip wire loop. The trip wire was bent in multiple locations and was secured into the handle slot. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Based on the evaluation of the returned device, the complaint that the bands failed to deploy could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic esophageal variceal ligation procedure on (B)(6) 2016. According to the complainant, during the procedure, the handle was turned multiple times, however, the band could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic esophageal variceal ligation procedure on (B)(6) 2016. According to the complainant, during the procedure, the handle was turned multiple times, however, the band could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.